Event description:
It was reported there were two (2) events during use of at least one (1) novum iq large volume pump that did not alarm for a downstream occlusion as expected. This was observed during patient use. On an occasion, the roller clamp was found to be fully engaged below the pump while running a vasopressor and no alarm for a downstream occlusion was signaled. On another occasion, a partially closed clamp resulted in medication flowing at a lower rate than programmed and no alarm for a downstream occlusion occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device(s) were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.